Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2006 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2006. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2006. The device was interrogated prior to the patient leaving the office on (B)(6) 2006 as recommended by device manufacturer to ensure the device is at the correct settings; however, the physician did not correct the settings back. The settings were corrected on (B)(6) 2006. No patient adverse events were reported.